Event description:
It was reported that during routine check cs100 intra aortic balloon pump(iabp), had a autofill failure. There was no patient involved.

Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e4 (PMA/510(k)). A getinge field service engineer (fse) checked and no problem found, iabp working properly. So handed over to department with good working condition.